Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A device history record review shows that the product was assembled and inspected according to our specifications. No corrective action can be established at this time since the device sample is not available for evaluation. The device sample is necessary to perform a proper investigation to confirm any alleged defect and determine a root cause. Customer complaint cannot be confirmed based only on the information provided. If the device sample becomes available at a later date this complaint will be updated as applicable.

Event description:
Customer complaint alleges that the circuit was not fully heating. The alleged defect was reported as detected during use. It was reported there was no patient injury or consequence.